Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years and 10 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, a valve in valve was performed with a 23mm sapien 3 ultra resilia valve due to central ai. Patient had sob and bilateral effusions.